Event description:
It was reported that a patient underwent an unknown ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle catheter and the patient suffered a diaphragmatic paralysis. Error 202 displayed when inserting the catheter. Resolved by the catheter replacement. During use of biosense webster products, diaphragmatic nerve palsy occurred. The patient did not recover during the procedure. The physician's opinions on the relationship between the event and the product was that the adverse event was caused by the superior vena cava (svc) ablation. There were no abnormalities observed prior to and during use of the product. In (B)(6), ngen generator is only compatible generator for qdot micro catheter and it was used. Ngen software version: 2.0.27.61 was used. No medical intervention provided. The patient did not recover during the procedure; however, the outcome of the adverse event is that the patient has improved. The patient was discharged from the hospital on (B)(6) 2023. No extended hospitalization was required.

Manufacturer narrative:
E 1. Initial reporter facility name (cont.): (B)(6) hospital. E 1. Initial reporter phone : (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's reference number: (B)(4).